Event description:
On (B)(6) 2012, the patient contacted a clinical manager (cm), alleging that earlier in the day she left her pump at home and did not have any other method of insulin delivery. A family member brought the pump with supplies to the patient. The patient was reportedly unfamiliar with the infusion set that was provided, but she inserted the set and then changed it when she arrived home that afternoon. The patient stated that after changing the set, she corrected for an unspecified elevated blood glucose (bg) and then experienced an unspecified low bg. The patient reportedly treated for the low bg and her bg at the time of the call to the cm was over 300 mg/dl. There were no reported signs or symptoms of hyperglycemia or of hypoglycemia. The patient is reportedly pregnant, and the cm instructed the patient on the importance of properly regulating insulin delivery during pregnancy. The information was forwarded to customer support via email for follow-up. Customer support has attempted to contact the patient for follow-up and troubleshooting for the reported bg excursions, but has been unable to reach the patient. Use error likely caused or contributed to the reported bg excursions, as the patient was not on any form of insulin delivery for an unspecified amount of time, over-corrected via the pump which led to a low bg, and also was using an infusion set she was unfamiliar with. This complaint is being reported because the patient allegedly experienced hyperglycemia during pregnancy while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on evaluation, the audio bolus button was noted to be missing and the button was leaking. A damaged or missing audio bolus button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged or missing audio bolus button should be clearly visible and warns the patient to discontinue use of the pump. Multiple, different call service alarms were noted in the black box. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powered on; however, the display was blank. Testing was unable to be performed due to the blank display. The pump was opened with moisture damage noted on the printed circuit board.